Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that symptom may have been related to the anesthesia. It was also noted that the patient had recovered fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the location reference adapter failed and needed to be replaced. The procedure was temporarily interrupted and total replacement process took roughly forty-five minutes. The patient remained under general anesthesia with the sphere 9 catheter in the body. While the catheter was in the body the pump was flowing continuously. It was also noted that there was a pump communication error and the irrigation pump was restarted and the sphere 9 catheter was removed and re-prepped. And the pump was flowing continuously while the catheter was in the body. Post-operatively, the patient experienced visual changes. The patient¿s hospitalisation was extended for additional evaluation. The case was completed with affera. No further patient complications have been reported as a result of this event.